Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there were inaccuracies between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated she felt low and woozy, like she was going to pass out. The cgm indicated 97 mg/dl and patient¿s fingerstick reading was 34 mg/dl. The urgent low soon alert alarmed with the cgm predicting 64 mg/dl and falling. The patient drank juice and entered her bg value to calibrate the system. The cgm then showed 75 mg/dl and patient checked her bg value again twice, measuring 97 mg/dl and then 98 mg/dl. Patient entered final calibration and the system adjusted to read 87 mg/dl. At the time of contact it was reported that the patient¿s bg levels had increased, and she was feeling fine. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data. No additional event or patient information is available.